Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the sling had to be removed because it was causing urinary tract infections, yeast infections, vaginal odor and discharge, pain, vaginal bleeding, blood in pt's urine, and numbness around the lower pelvic area. Pt's incontinence never improved after the sling surgery. Even after explant surgery, pt continues to have vaginal discharge and odor, as well as chronic bladder infections. Pt also has blood clots in pt's bladder. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.